Event description:
Complainant claims that fumes were emanating from their oxygen supply tubing. This caused eyes, nose and throat irritation. After two hours using the tubing complainant could not tolerate the irritation (burning) to eyes and nose and removed it. A subsequent telephone call to the local distributor resulted in the replacement of the oxygen tubing. Complainant tried the new tubing and after two or three hours their nose, eyes and throat stated to burn again. Contacted the national distributor of the tubing. This time complainant was shipped two new packages of tubing and cannula and was advised to aerate the tubing for a week prior to using it. Currently, complainant is not using the oxygen therapy because of the problem with the tubing.